Manufacturer narrative:
Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime and excessive no delivery and displacement test. Pump was received with crack on pump belt clip slot near battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that their blood glucose readings were high in the 400 mg/dl. The drive support cap was noted to be normal. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Crack was noted near the battery cap. Insulin pump is being returned.